Manufacturer narrative:
(B)(4). Foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a total knee arthroplasty, some load was applied to the surface insertion and part of the tibia plate connecting to the surface inserter fractured. In addition, the surgeon confirmed that the surface inserter didn't fracture. The tibial tray remains implanted but the fractured piece was retrieved and discarded at the hospital.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.